Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that they were having issues with the controller. The patient stated that the bolus timing was off. The patient said, when they wanted to use the controller this morning it said they only had two boluses left after using this one, so it is recording that they used it when they did not. The controller gets stuck at 90 percent, and it takes a minute to get it to move. The agent asked when this started, and patient said every time and at first it was only getting stuck on 90 percent when they first opened it, and they had to press the button to get the boluses there and now it is still at 90 percent. The patient mentioned that they got locked out for 1 hour and 5 minutes and it was telling her she has two bolus's left. The agent walked patient through how to check her bolus parameters. The patient was able to get to the therapy details and bolus duration 2 min, lockout duration 4 hours, bolus restriction window for 4 boluses per day. The issue was not resolved through troubleshooting. The agent reviewed that the healthcare provider (hcp) can provide further information on why the patient locked out. The time was off an hour and the agent directed the patient to hcp on changing the time at the next appt. The patient has an appointment in two weeks. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a consumer and it was reported the handset keeps getting stuck at 90% and it takes like a minute before it cycles to the next cycle. Agent reviewed how to clear the storage on the handset. It was noted this had been going on for awhile.